Event description:
It was reported that the patient received inappropriate therapy due to noise. It was noted that the patient became faint, and was unstable prior to reaching the hospital as a result. A lead fracture was suspected.the lead was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.